Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC was confirmed and the location of the leak coincided with a manufactured cut in the molded bifurcation. One 5fr d/l powerpicc solo ft was returned for investigation. The stylet had been removed from the catheter and was not returned for investigation. Injection caps were attached to the solo connectors. The label with the product code and lot #recs2467 was attached to the extension legs. The d/l tubing had been cut in the marked no trim zone 4.1cm distal to the 25cm depth mark. A functional test revealed a leak in the d/l tubing at the distal end of the bifurcation. The leak site was microscopically examined and a breach was observed in the tubing that coincided with the trimmed end of the flash from the molded bifurcation. It appears that the leak site developed as a result of the flash trimming process. Whether the catheter was fully breached at the time the flash was trimmed is unknown. The hole in the tubing may have developed over time if the catheter was nicked at the time the flash was trimmed. The complaint was forwarded to the manufacturing facility for further review. A lot history review (lhr) of recs2467 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo was torn at base of catheter out of sterile package. It was not used on patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2467 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo was torn at base of catheter out of sterile package. It was not used on patient.